Manufacturer narrative:
Findings: pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and self test. Audible tone/beep functioned properly. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 to 46 mg/dl. The customer stated that they had no food or coffee. The customer treated their blood glucose levels with manual injections. The insulin pump will be returned for analysis.